Manufacturer narrative:
(B)(4). As returned, the pin on the impactor has fractured at its base. This failure has been characterized as a material issue. Consequently, the material of this part has been changed from 455 sst to 13-8 sst, which is less notch-sensitive, to remedy the problem. The device has a potential field age of approximately 16 months.

Event description:
It is reported that the doctor put the impactor on the poly and the tip broke off of impactor but stayed in the stem. The tip was extracted from the stem with a set of hemostats and tip was then thrown away.